Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not go into manual mode. The key switch turns 360 degrees and does not function. The complainant indicated that there was no patient involvement in the reported failure.